Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The customer's wife did not know the blood glucose reading. She stated that they had to reset the insulin pumps several times to rewind it, and it seemed as though the piston got stuck during the rewind process. No significant events leading to the alarm were noted. Advised replacement of the insulin pump. Nothing further reported.